Event description:
A vague report of overinfusion was rec'd with a reported problem of "running faster than what supposed to be- empty fluids off specified time." The hospital biomed tested the pump and reported the pump to be "infusing 10-15% more than volume to be infused." No add'l clinical info was able to be obtained. No pt injury was reported.